Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) would not communicate with the programmer and did not respond to magnet application.